Manufacturer narrative:
Laboratory analysis summary : the device related to the reported events deflation, delamination and valve leak and or damage was received on september 05, 2024, with lot number 3363138. Based on the product analysis performed, the assessments of the complaints are: deflation/ valve leak and or damage: observed cracked valve seat diaphragm valve. Delamination: observed delamination total of the valve (adhesive failure) as per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a right side "leak". Healthcare professional reported deflation. Observations made during surgery included "hole, non-specific", "hole in valve", and "valve delaminated from shell". The device has been explanted and replaced.

Event description:
Healthcare professional reported hole, non-specific, hole in valve and valve delaminated from shell. Device explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side "leak". Healthcare professional reported deflation. Device remains implanted.